Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during basic occlusion test due to cracked end cap. The motor was tested outside the device and passed. It was also received with a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and took a long time to prime. Blood glucose value is unknown. Troubleshooting was not performed. The device was returned for analysis.